Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4) , implanted: (B)(6) 2017, product type : lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has two systems implanted, cervical and thoracic. The patient reported difficulty charging her left ins battery, which is connected to her thoracic leads. The left ins battery was dead at this time. It was stated that the patient's doctor was obtaining thoracic imaging to evaluate the patient's leads. The imaging results were not available to the manufacturer representative at the time of the report. The patient's doctor advised that the patient charge her thoracic ins and continue use. It was indicated that they would be relocating her ins connected to her thoracic leads over to where her cervical ins was located. Additional information was received from the rep clarifying that the patient is having difficulty charging the thoracic ins and wants it moved to the other side. This is the reason for the planned relocation. Surgery to move the thoracic ins is scheduled for (B)(6) 2021. It was indicated that the reported information had been confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the thoracic ins was moved from left flank to the right flank. The relocation of the thoracic ins resolved the issue of the charging difficulty that the patient experienced in the past. The rep stated that they would be able to reevaluate the charging quality again at the patient's post-op appointment.